Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the reported event was confirmed due to product performance failure. Cause of the failure is unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. The returned sample was evaluated for a power/overheating of components complaint. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (collection canister with lid, pump tubing and power cord). There were no cracks were noted in the collection canister. The lid stop valve opened and closed freely. No damage to the pump and patient tubing was noted. Once the device was opened, there was evidence of overheating and fire within the device enclosure. The pcba, had a hole burned through the circuit board. The inner enclosure and foam were heavily stained with burn marks and soot. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt son called in today stating the unit is sparking when he goes to press the on and off switch, also stated the power cord is good still brand new. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with flex wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's son called in today stating the unit is sparking when he goes to press the on and off switch, also stated the power cord is good, still brand new. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with flex wicks.